Manufacturer narrative:
The up arrow button did not respond due to a corroded keypad trace. No scrolling numbers on the display noted. No display anomaly noted. The pump was received with a cracked display window, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had a scrolling display and the buttons were not working on the insulin pump. Customer's blood glucose was 21.0 mmol/l. Customer stated that she had a keypad anomaly and she managed to get some insulin until her replacement pump arrives.